Event description:
It was reported the device has leakage from a-rubber, has foggy image and cannot angulate sufficiently. The issue found at preparation for use. There was no patient harm or injury reported. No user injury reported. Device evaluation found the connecting tube (insertion tube) has coating peeling (1 mm sq or more) . This report is being submitted for reportable malfunction of coating peeling on connecting tube observed on device evaluation.

Manufacturer narrative:
The subject device was evaluated. Device evaluation found the connecting tube (insertion tube) has coating peeling (1mm sq or more). Additionally, the following findings during device inspection were noted below : due to wear of angle wire, bending angle in all directions does not meet the standard value . Due to pinhole on a-rubber, water tightness is lost. The customer reported issue of leakage from a-rubber and cannot angulate sufficiently were confirmed, however, service noted the fogging of the center image shown on the endoscope screen was not confirmed. Furthermore, the following findings during inspection were noted below: due to deformation of s-connector, water tightness is lost. Due to cut on connecting tube, water tightness is lost. Objective lens discolored. Connecting tube wrinkled and dirty. Control unit dirty. Light guide lens discolored and dirty. Universal cord dirty. S-connector dirty. Adhesive on a-rubber is detached. Forceps channel port has corrosion. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
New information: e1-e3.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress, chemical stress, storage environment, and so on. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." The user can reduce/prevent occurrence of the suggested event in accordance with the following IFU: "·important information please read before use. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. ·reprocesing manual_ general policy precautions_ warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. ·storage and disposal. Warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.